Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge depleted from 70% to 10% in one day. There was no impact on the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.